Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. However, prior to entering the patient anatomy while loading the 2.50x18 mm xience aline stent delivery system (sds) onto the guide wire; the stent dislodged on the guide wire. The sds did not enter the patient anatomy. An unspecified sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.